Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported issues appear to be due to the operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, 99% stenosed, mid circumflex. During first inflation, when attempting to apply pressure to the 2.5 x 12 mm a rx traveler balloon, the balloon did not inflate. When checked outside the anatomy a leak was observed in the distal shaft. A non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.